Event description:
Customer called to report the insulin pump alarmed for motor error and no delivery. Blood glucose reading was 120 mg/dl. Customer did not recall any significant events leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test or no delivery test due to motor error alarm. Insulin pump minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).